Event description:
The eclipse disposable elastomeric infusion system malfunctioned prior to infusing the drug into the pt. The tubing exiting the home pump broke off and the medication leaked out from the elastomeric device. The pt returned the defective device to rptr.